Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had a prolonged boot time. It was also reported that the power cord cover was damaged. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer took very long time to boot. Software was reconfigured, reloaded, and updated to resolve issue. Analysis also found the latch tabs on power cord bay were broken.